Event description:
A patient's father reported that a patient was hospitalized for several days due to dizziness and breathing difficulties. The patient's father was not sure whether these events were related to vns, which he reported had been turned off several years prior. Per an MRI tech, a physician confirmed that the device was off; however, a physician's assessment regarding these events has not bee received to date. Programming history was reviewed and confirmed that the patient's device was programmed off. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the adverse events are not related to the functionality of vns which had been disabled prior to the reported events.

Event description:
Clinic notes were received reporting that the patient was presenting with generalized weakness, along with chest, neck, and facial numbness, and intermittent shortness of breath. The condition was intermittent and was resolved at the time the patient was present. The physician assessed uncertain etiology of the symptoms at this time and suspected them to be related to dehydration and possible worsening of the patient's chronic medical disease. Vns was not mentioned in the clinic notes. No additional relevant information was received to date.